Event description:
It was reported to us that an end user was using crutches to go up stairs and the hand grip broke off. The end user landed on top of the crutch when he fell. He went to the hospital, where he was diagnosed with broken/fractured ribs.